Manufacturer narrative:
The reported issue that the pump alarmed air-in-line (ail) could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. The alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported from multiple units that the pump alarmed air-in-line (ail). The pump sensors were replaced and set to the highest setting but the alarm continued even though there was no air noted. There were no consistent variables identified like drug, person, or pump that would cause ail alarms. It was also noted that the ail sensors were being cleaned with alcohol. Although, it was reported that delivery of medication was delayed it did not contribute to, or result in serious adverse impact to the patient. Although requested, no additional information was provided.